Event description:
During follow up, a home patient reported that they use homechoice set in combination with a 5 prong manifold for 3 days at a time, per instruction given via peritoneal dialysis nurse. No patient injury or medical intervention has been associated with these incidents.